Event description:
It was reported that patient experiences pain. Revision is not yet scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-ray, or other source documents for review. No article and lot number received, therefore the device history records could not be reviewed. It is not suspected that the alleged event was caused by product failure. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).